Event description:
The customer reported via phone call experiencing hypoglycemia and indicated that she had a serious injury unrelated to diabetes. The customer did not know the blood glucose reading. The customer stated that she had set up a temporary basal the night prior so that the insulin pump would not deliver insulin. She stated that, at some point, the basal rates started and caused her to be hypoglycemic in the morning. She stated that she had been instructed by her doctor to do a temporary basal in this manner to stop insulin delivery. She noted that she had been sick for the last few weeks and her activity, as well as appetite, had been drastically different; she stated that this may have possibly caused the event. She reported that the insulin pump had been randomly beeping and buzzing. She requested replacement of the insulin pump based on the issues of random alerts and the basal continuing although the temporary basal had been set to 0%.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.